Event description:
A customer reported that the pump battery was depleting too quickly. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to uninstall and reinstall the mobile app and to monitor the situation, with a follow-up if battery depletion exceeded 35% per day. The customer understood and acknowledged these instructions.